Manufacturer narrative:
Insulin pump received with minor scratched lcd window, cracked end cap and cracked reservoir tube lip.

Event description:
Customer reported via phone call that there was a crack near the drive support cap. Customer's blood glucose was 119 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.